Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed signs of wear due to usage around the threads and the shank. There was noticeable gouging around the hex circumference. The hex had significant wear but did not appear to be stripped. There was presence of unconfirmed foreign/biological material around the threads and the hex. The certain gold-tite screw retained a test abutment onto an internal connection implant as intended during functional testing. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint was not verifiable, as the exact details of the device usage were unknown and the reported loosening could not be replicated. There were signs of wear around the screw but no evidence of any major damage to the threads that could cause or contribute to the loosening. Therefore, based on the information provided, a probable cause could not be determined.

Manufacturer narrative:
Event date unknown. Device lot number unknown/not provided.

Event description:
The dentist reported that abutment screw (iunihg) keeps coming loose.